Event description:
It was reported that the patient was experiencing a shocking or jolting sensation. On (B)(6) 2013, the patient was involved in a car wreck and in (B)(6) when they were shopping they leaned over a cart and when contacting the metal part they got a shock. The patient was then getting a shock every time they took a step. The patient had not had any imaging done.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3093-28, lot# v187439, implanted: (B)(6) 2009, product type: lead. (B)(4).